Event description:
The information received indicated that the physician inserted the powerflex balloon in the patient to the desired lesion and inflated it. This balloon would not hold the desired pressure. The balloon was removed and replaced with another balloon. There was no injury to the patient. The product was returned for evaluation and leakage was noted from within the inner shaft of the balloon.

Manufacturer narrative:
The information received indicated that the physician inserted the powerflex balloon in the patient to the desired lesion and inflated it. The balloon would not hold the desired pressure so it was removed and replaced with another balloon. There was no reported injury to the patient. Information received indicated that there was no leakage noted from the shaft during the procedure. The product was returned for evaluation and leakage was noted from within inner shaft of the balloon. One non sterile catheter powerflex p3 f5 10x4 80 was received coiled inside a plastic bag. The balloon was inflated and deflated. No other anomalies were observed in the returned device. An attempt to inflate the balloon was done, and a leak was found in the inner body before the proximal marker band. Sem analysis results showed that the inner body external surface exhibited a pinched and perforation. The balloon external surface exhibited no evidence of mechanical damage. The inner body and the balloon presented evidence of heat damage. The power flex inner body was perforated just proximal to the proximal marker band which created a cross-talk and balloon inflation failure. It seems that an amount of heat was applied to the inner body consequently perforating the wall and also affecting the internal surface for the balloon; however, this could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented the following; customer complaint reported as 'body shaft leakage' was confirmed however exact cause of 'body shaft leakage' failure could not be conclusively determined. Procedural factor might have contributed to the failure, neither the DHR review nor the product analysis or the sem analysis suggests that the failure experienced by the costumer could be related to the manufacturing process. The complaint was analyzed by pet and after the assessment, it is concluded that the powerflex p3 assembly lines include the balloon verification control and inner body control to detect damage (internal or external) that could be caused during the processes. Therefore the opportunity of not detecting a balloon or inner body damaged is very unlikely. The root cause was not conclusively determined, but it is possible that main issue is related to the molded component hub received with this defect.

Manufacturer narrative:
The product was returned for evaluation, however, the engineering analysis is not yet complete. Additional information will be submitted within 30 days from receipt.

Event description:
Additional information received indicated that there was no leakage noted from the shaft during the procedure.

Manufacturer narrative:
Additional information will be submitted within 30 days from receipt.